Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that the capture threshold was greater than 2.5v. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached recommended replacement time (rrt) early. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead alerted for measured high threshold. The lead remains in use. No patient complications have been reported as a result of this event.